Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. Predilatation was performed with a non-bsc balloon catheter leaving 25% residual stenosis. A 3.00 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion and it was noticed that the distal stent was lifted, so insertion was stopped. The procedure was completed with a different device. No patient complications were reported.